Manufacturer narrative:
(B)(4) initial report. Additional information, including x-rays, operative notes, an updated patient outcome and return of the femoral trial has been requested to aid this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Device was implanted.

Event description:
The rotaglide+ implant did not fit with the prepared femur. The drill holes were in a different position to the pegs on the implant.

Manufacturer narrative:
Per -368 final report. Additional information, including x-rays, operative notes, an updated patient outcome, the rtk+ femoral trial, patient bone quality and details regarding the identification of the discrepancy was requested in order to progress with this investigation, however, not all have been provided to corin and thus there was only limited information available for the investigation. The rtk+ femoral trial was returned and was inspected at corin with a rtk+ femoral component from the same batch as reported in this event. It was found that both devices conformed to specification. A complaints trend has been conducted and corin has not received any other reports of this issue or any reports related to these batches. Based on the information provided, no further investigation can be conducted at this time and corin now consider this case closed. However, should any additional information be provided then this case may be re-opened for further investigation. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The rotaglide+ implant did not fit with the prepared femur. The drill holes were in a different position to the pegs of the implant.